Event description:
It was reported that a patient underwent an unknown cervical procedure, during the procedure, the surgeon noticed the screw was at an odd angle and tried to reposition it. In doing so, the middle locking mechanism broke off. The surgeon opted to leave the plate as is in the patient and replaced the screw. No additional information is known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.